Event description:
It was reported that the patient presented with bleeding in the staple line and subsequently had to be re-operated for hemoperitoneum.

Manufacturer narrative:
(B)(4). Date of event: event day and year only reported. Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for surgery? How was the post-op bleeding identified? How was the post-op bleeding addressed? Was the site of the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge(s) were used throughout the procedure? And what anatomical structure were they used on? Were there any issues with staple formation throughout the procedure at the site of the bleed? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.